Event description:
During the last couple of months a skin irriattion has been observed in some pt's after utilizing the radial artery sheath. Several days post-procedure, the pt returned with a skin irritation 3-5 millimeters from the entry site characterized by painful swelling, and the emission of pus.